Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if other additional relevant information is received.

Event description:
A customer reported that a patient's homechoice was overly warming the solution. The patient had switched to using manual supplies due to the issue. There was patient involvement.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding an exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. Evaluation summary: the device was received for analysis. There was nothing found in the device log that was related to this issue. A visual inspection was performed and no issues were found. The device passed the functional tests and was found to meet all product specifications. Therefore the problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.